Event description:
It was reported that during a shoulder arthroscopy, instrument outside patient, the tip of the healicoil broke while passing sutures. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. The hole was not drilled when the device broke. Since it was still at the suture passing stage.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5: updated.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during use, the tip of the healicoil broke while passing sutures. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.